Manufacturer narrative:
The customer returned the meter. The test strips were not returned. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor#1 hct: 32%. Donor#2 hct: 36%. Testing results: donor #1: master lot - 3.7 inr, customer meter and master lot - 3.7 inr. Donor #2: master lot - 2.4 inr, customer meter and master lot - 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. Relevant retention test strips (lot 12415321) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Event description:
The customer¿s daughter called for the customer and complained of erroneous high results on coaguchek xs meter with serial number (B)(4). The customer tested on his coaguchek xs meter at the doctor's office at 1:30 p.m. And the result was 7.1 inr. The result from the doctor¿s coaguchek meter using a new finger stick was 5.2 inr. The customer¿s result from the laboratory at 2:15 p.m. By an unknown method was 4.9 inr. It is not known which result was believed to be correct. The customer¿s therapeutic range is 2.0 ¿ 3.0 inr. No adverse event occurred. The customer is not anemic. The customer has no antiphospholipid antibodies and is not on heparin therapy or direct thrombin inhibitors. The customer is not taking any new medications, has had no recent diet changes and no recent illnesses. The customer¿s meter and strips were requested for investigation.